Event description:
--

Manufacturer narrative:
Available information indicates this device remains implanted without further complication. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information that this device was explanted and replaced. As of today, the explanted device has not been returned for laboratory analysis. This report will be updated should the device be received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing tones from the device. The device was interrogated at a different clinic, and the boston scientific field representative learned that the device was confirmed to be at elective replacement indicator (eri) battery status with a monitoring voltage of 2.59v and a charge time of 18.9 seconds. A technical services consultant discussed the device declared eri due to charge times that exceeded the middle of life charge time extension. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.